Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7cm and 8cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported, "patient line inserted for long term chemotherapy. When flushing prior to treatment commencing, saline was seen to be leaking from under the dressing. PICC line removed and replaced. Line inserted 15/2/24, left basilic vein, mark at skin 3cm, skin to hub 13cm. Line secured with transparent dressing, securacath retainer and glue." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "patient line inserted for long term chemotherapy. When flushing prior to treatment commencing, saline was seen to be leaking from under the dressing. PICC line removed and replaced. Line inserted (B)(6) 2024, left basilic vein, mark at skin 3cm, skin to hub 13cm. Line secured with transparent dressing, securacath retainer and glue." No other information was provided.